Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic low anterior resection (lar) procedure. For the first firing for the colon on the mouth side, used the powered handle and the reload. The surgeon clamped the tissue and started firing, however, the device stopped firing after one centimeter. Replaced by a new reload and tried to fire, the same event occurred. The surgeon opened the jaws and removed the device from the tissue. Replaced by a competitor's device and the procedure was completed. There was no patient harm.